Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications. The pt's medical records had not been received at the time of this report. If the medical records should become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) pt reported he recently had surgery for a hernia. The pt did not provide additional information regarding the hernia